Manufacturer narrative:
Date of event is unknown. Implanted in 2004. Month and day unknown. (B)(6). (B)(4). Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent a spinal fusion using a 95mm plate with pedicle screws from c3-t1. The patient claims "one of the screws wobbled and fractured the c2 vertebra several months later" and stated that "life is nothing" and the patient "was a code blue the next day". Patient claims "the rods are different lengths and the hospital refuses to give medical records". No further information could be obtained.